Event description:
It was reported that a user fell out of a rpa450-1 lift due to a sheared off bolt. The user was sent to the hospital and the extent of the hospital stay is unknown. No additional information is available.